Event description:
A customer reported experiencing a cartridge alarm 20 during the load process of their insulin pump, preventing them from loading a new cartridge and resuming therapy. Reportedly, customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.